Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they thought they had screwed up their dbs settings accidentally because they had pressed buttons on their 37642 patient programmer while checking their therapy. During call the implant battery level was at 100% and therapy was on. When information was 250 on the left and 270 on the right and pt said settings were at 20. Ps assisted pt in changing settings back to where they were. The troubleshooting steps that were taken on the call resolved the issue. No symptoms reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the consumer reported they thought the cause of the settings changing unexpectedly was due to them accidentally turning off their settings or changing them. The rep helped them run through the device and adjust the issues which resolved the issue.